Event description:
Reporter alleged when customer was attempting to use the lancet, she pushed the plunger and while trying to get it to work, the lancet was stuck out. Reporter indicated the device was a new one and this occurred when first attempting to use it out of the new box. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.